Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on november 2, 2017. The coating of the jaw partially came off. The manufacturing record was reviewed and found no irregularities. This type of the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the jaw came off when the user scraped tissue or coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. In the procedure, the probe of the subject device fell off inside the patient. The fragment of the probe was retrieved. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on november 2, 2017. As the result, omsc found that the coating of the jaw partially came off. This report is regarding the peeling of the jaw coating.